Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification during testing and the upstream occlusion alarms were not reproduced. The reported condition was verified through review of the event history log by the presence of multiple 'upstream occlusion!' Messages however the alarms were likely a result of normal pump operation. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when there was no occlusion. The event happened during routine inspection in the biomed service department. There was no patient involvement. No additional information is available.